Manufacturer narrative:
The insulin pump function properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. The device had the smell of insulin in reservoir tube, however, no moisture damage was noted inside reservoir tube or inside the device. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported the customer had a reservoir leak. The customer stated they could smell insulin and there was moisture residue near the o-rings in the reservoir. It was also found the customer's blood glucose had been high. Customer's blood glucose was 348 mg/dl. The customer had treated their blood glucose with a bolus delivery. It was also found the customer did not receive frequent alarms since the fluid exposure to the insulin pump occurred. Troubleshooting found the customer had received several no delivery alarms. It was also found the customer's insulin pump passed the self test during troubleshooting. The customer requested to replace their insulin pump and declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).